Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by archives of orthopaedic and trauma surgery titled ¿high early-onset acromioclavicular secondary pathologies after acute arthroscopic joint reduction: a cohort study¿. The study reviewed one hundred and two (102) patients who underwent acute ac joint reduction and fixation using arthrex fibertape to address soft tissue approximation and/or ligation. During the twenty-one (21) week follow-up period seven (7) patients required revision surgery. Ref: marsalli, m., bistolfi, g., morán, n., cartaya, m. & urquidi, c. High early-onset acromioclavicular secondary pathologies after acute arthroscopic joint reduction: a cohort study. Arch orthop trauma surg 142, 1623-1631, doi:10.1007/s00402-021-04123-4 (2022).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.